Event description:
Customer response received on 17aug25. Was there any harm/serious injury to patient or hcp directly related to this reported event? If yes, please provide details. Include any diagnostics or treatment required. Not to my knowledge.

Manufacturer narrative:
Adverse event details updated in b tab and annex e & f codes updated. Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd insyte autog bc needle retraction problem. The following information was provided by the initial reporter: needle fails or is slow to retract when white button is pushed. No date on when event occurred but they have seen an increase across all iagbc sizes.